Event description:
With 5 out of 14 ports implanted and utilized in 1995, rptr experienced inability to obtain expected blood specimens from ports. Also experienced instances of needing to reaccess and/or reposition needle to facilitate infusion flow. Utilizing abokinase did not produce desired anticlotting effect.